Event description:
It was reported that during a prostate procedure "forward firing at 110612j" was observed. The procedure was completed with a second fiber. Pt's outcome: "no injury to pt reported."